Event description:
Customer states had discrepant pro-bnp results for one patient sample. Initial result gave less than 5.00 pg per ml, value was never reported, there was no affect to patient. Sample repeated on an elecsys 2010 at another lab gave 3106 pg per ml. Customer verified sample was an aliquot in a hitachi cup placed onto a sarstedt tube.

Manufacturer narrative:
The field service representative determined tips falling off the s/r probe to be the cause. He changed lots of tips and observed proper operation during initialization, calibration and quality control.